Manufacturer narrative:
Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately eight (8) years post initial procedure, the patient was brought in urgently to treat an endoleak of indeterminate origin and rupture. A re-intervention was performed, and the physician elected to implant afx2 bifurcated stent graft, ovation ix iliac limb, ovation ix extender, and an afx limb stent graft. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was found to be both a type 3b endoleak and a type 1b endoleak. The left iliac artery contained rupture and additional endovascular procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the procedure-related harm identified was an immediate post-operative thrombectomy of the right popliteal artery causing right leg ischemia and an additional surgical procedure. Procedure-related harms, device, user, procedure, or anatomy-relatedness of the type ib endoleak could not be determined with the medical records available for review. The most likely causation for the type 3b endoleak is, device (strata material) related. The final patient status was reported as discharged home on the fourth post-operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately eight (8) years post initial procedure, the patient was brought in urgently to treat an endoleak of indeterminate origin and rupture. A re-intervention was performed, and the physician elected to implant afx2 bifurcated stent graft, ovation ix iliac limb, ovation ix extender, and an afx limb stent graft. The final patient status remains unknown. The final patient status was not made available to endologix. Additional information: a clinical analysis was done and determined the indeterminate endoleak was a type 3b endoleak of the distal main body and a type ib endoleak of the left common iliac artery.